Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate "was at 50" and "dropped to 43 beats". The implantable pulse generator (ipg) exhibited pacing below the lower limit. The ipg remains in use. No further patient complications have been reported as a result of this event.